Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported the cause was unknown. Reset battery disc. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implantable neurostimulator (ins). The reason for call was patient stated they have been having all kinds of problems getting their implant to charge and have never been able to charge in under 2 hours. Patient stated they have been charging for over 2 hours today and the implant has increased from 30 to 80%; patient confirmed they have had excellent connection the whole time. Patient noted the implant was at 70% for about 30 minutes. Patient added that the wireless recharger (wr) is warm and it feels like they have a "little sauna going on." Patient noted they have jeans in between the wr and the implant. Patient confirmed charge speed and temperature is set to 4. Agent had patient reset wr and reviewed information. Agent advised patient to monitor and call back if issues persist.